Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that in performing surgery on patient's left radius, the drill bit sheared while drilling a screw hole. The rep reported that another drill bit was immediately available, the case was completed successfully, and no intra operative delay occurred. The piece which broke off in the patient was confirmed by the surgeon via post-op x-ray. Surgeon reported that there is no harm to the patient by leaving it in the bone. The remainder of the drill bit is available for return, but rep reported that x-rays, medical records, and further information are not available due to surgeon policy.

Manufacturer narrative:
The reported event that (B)(6) was alleged of "breakage" could be confirmed. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the instrument has been broken apart between the two flute elements. The dull appearance of the damage area suggests a ductile overload fracture caused by an excessive force. A review of the device inspection record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that in performing surgery on patient's left radius, the drill bit sheared while drilling a screw hole. The rep reported that another drill bit was immediately available, the case was completed successfully, and no intra operative delay occurred. The piece which broke off in the patient was confirmed by the surgeon via post-op x-ray. Surgeon reported that there is no harm to the patient by leaving it in the bone. The remainder of the drill bit is available for return, but rep reported that x-rays, medical records, and further information are not available due to surgeon policy.